Event description:
Boston scientific (bsc) (B) (4) received info that post implant check of this dextrus lead showed a decrease in impedance measurements from 1130 ohms to approximately 400 ohms. Additionally, thresholds had risen and intermittent capture was observed despite maximum device outputs. Sensing measurements were fairly stable. A (B) (4) technical services consultant suspects a led insulation issue or a micro-dislodgement. However, an x-ray revealed the lead placement was stable. A lead revision was performed and the lead was successfully repositioned. No other adverse events have been reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.